Event description:
Edwards received notification that this patient with a 27mm valve implanted in the mitral position underwent surgery for a valve-in-valve replacement after an implant duration of 11 years and 10 months due to degeneration leading to stenosis. The physician did not feel that this surgical valve failed prematurely in this patient. A 26mm valve was implanted within the surgical edwards valve using the transseptal approach with a perfect result. Patient outcome was good.

Manufacturer narrative:
H11: corrected data: corrected f10 (device code), h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 27mm valve implanted in the mitral position underwent surgery for a valve-in-valve replacement after an implant duration of 11 years and 10 months due to degeneration leading to stenosis. A 26mm valve was implanted within the surgical edwards valve using the transseptal approach with a perfect result.